Event description:
Customer called to report that they were hospitalized for high blood glucose levels. Customer's blood glucose at the time of hospitalization 600 mg/dl. Customer experienced thirst, vomiting and nausea. Customer was not wearing the pump at the time of hospitalization. Customer unable to troubleshoot. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.